Event description:
Edwards received information that a patient with 23mm carpentier-edwards perimount aortic valve underwent a valve-in-valve procedure due to aortic stenosis after an implant duration of unknown period. A tavr procedure was performed with a 26mm non-edwards transcatheter valve without any adverse event reported. The device was not returned for evaluation as it remained implanted.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to h6. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.